Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient infusion set needle stuck during removal on (B)(6) 2024. The needle sticked to the site and was hard to remove. No further information available.

Manufacturer narrative:
E1: (B)(6).